Event description:
Device report from synthes europe reports an event in china as follows: it was reported that on (B)(6) 2018, during an unknown procedure, the threads of the two (2) pedicle matrix screws, and three (3) locking caps were peeled or torn, one (1) unknown rod was damaged, and it could not be removed after locking. The surgeon had to remove the devices with an external force. The surgeon completed the procedure using another same devices: patient was implanted with an unknown rod, two (2) pedicle matrix screws, and three (3) locking caps. The procedure time prolonged to three hours. On an unknown date post implant procedure, the patient felt pain. There was no information about the revision surgery. This complaint (B)(4) captures the post-operative pain event, while (B)(4) captures the intra-operative event. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown - constructs: matrix/unknown lot. Part and lot number are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient felt pain after the operation. Initially, the patient underwent an unknown procedure with an unknown rod, two (2) pedicle matrix screws, and three (3) locking cap on (B)(6) 2018. There was no information about the revision surgery as of this time. This report is for one (1) unknown - constructs: matrix. This is report 7 of 7 for (B)(4).